Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Spring loaded rotation ball will not compress to allow for impactor tip to engage.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned items confirms the observation. The ball plunger feature on the handles no longer works / depresses properly. Very little to no movement can be achieved. Multiple and/or possibly poor cleaning over time is suspected to be the contributing factor. Per previous consultations with depuy engineering it is suspected that the cup attachment component may not always be removed prior cleaning the instruments and can be a factor in all fluids, cleaning agents and otherwise, being thoroughly removed and dried from and around the ball plunger feature affecting function. The lot code for the returned sample indicates the instrument was manufactured in (B)(6) 2014 and is two years into distribution. The instrument is in poor overall condition with multiple scratches and gouges in both the handle material and the functional end. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.